Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03782. Concomitant medical products: 11-103205 name:taperloc por lat fmrl 11x142 lot:017170, part us157858 m2a magnum cup lot 504200, part: 157452 m2a magnum head lot: 158400. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to metallosis. During the procedure the surgeon noticed that there were blackened material around the trunnion. There was staining of fluid in the synovium, dark material and metal fretting at the trunnion. No signs of infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approximately eight years post implantation due to pain, discomfort, elevated cobalt and chromium levels, soreness, metal poisoning and metallosis. Surgical notations of evidence of changes within the lining of the hip in terms of synovial tissue and capsule with possible wear debris, two surfaces with blackened material, and staining of fluid and synovium which appeared to be from metal wear were noted. Attempts have been made and additional information on the reported event is unavailable.